Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. The patient stated they do have a history of sensitive skin and/or allergies. Patient described the area as bleeding, red blisters, with itching, sharp pain and bruising. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but it's unclear if the physician recommended any creams or ointments for the skin irritation. Outcome of the irritation is unknown.